Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized on an unreported date for an unreported indication. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.